Event description:
Caller alleged discrepant inratio results. Results as follows: date: (B)(6) 2012, inratio: 2.5, lab: 18.0. Time between testing was greater than three hours. Last dose of coumatin was tuesday (B)(6). Patient had bruising and was admitted to the hospital. Caller reports "milking the finger".

Manufacturer narrative:
Investigation pending.